Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a prostyle suture was preplaced. A cuff miss [suture retrieval issue] was noticed for the second prostyle device. A cuff miss [suture retrieval issue] was noticed for the third prostyle device. The guide wire could not be reinserted into the guide wire port. Vessel access was lost. A balloon was used via contralateral access to control bleeding. The vessel was cut down along the suture of the first device to perform the tavi procedure. Surgical suturing was used to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was not confirmed as not all components were returned for analysis. The reported resistance with the guide wire and loss of arterial access could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. However, a proxy guide wire was backloaded in the sheath, then removed and re-inserted through the guide wire exit port, both actions with no resistance nor anomaly noted. The reported perforation of the sheath was not confirmed. A review of the manufacturing records and exception management system revealed no manufacturing nonconformities or exception issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a prostyle suture was preplaced. A cuff miss [suture retrieval issue] was noticed for the second prostyle device. A cuff miss [suture retrieval issue] was noticed for the third prostyle device. The guide wire could not be reinserted into the guide wire port. Vessel access was lost. A balloon was used via contralateral access to control bleeding. The vessel was cut down along the suture of the first device to perform the tavi procedure. Surgical suturing was used to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: a cuff miss [suture retrieval issue] was noticed for the third prostyle device. The guide wire could not be reinserted into the guide wire port; the guide wire perforated the prostyle sheath. A balloon was used via contralateral access to control bleeding. The prostyle was removed and vessel access was lost. The vessel was cut down along the suture of the first device to access the vessel with surgical suturing used to achieve hemostasis. The vessel was re-punctured to perform the tavi procedure. There was a reported clinically significant delay in the procedure. No additional information was provided.